Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated. It is likely that the patient anatomy contributed to the reported single leaflet device attachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was significant calcification on the posterior annulus and under the ridge, however, it was felt there was enough posterior leaflet to grasp. A mitraclip ntr clip delivery system (cds) was advanced without issue and the clip was positioned medial to the a2-p2 region. After the clip was deployed, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). A new mitraclip cds was advanced without issue, and the clip was deployed lateral to the first clip to stabilize the first clip, reducing the mr to <1. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.